Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Big leakage occurred. Air gas module was changed. No pt injury.